Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the water supply filter was partially clogged, leading to an e01 error message. Due to the clogged water filter, the water pressure was slightly lower than the standard. The user¿s complaint of the e16 error message was confirmed. Due to a faulty disinfectant pump, the disinfectant was not being dispersed. The disinfectant was corroded. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer reported the video system center is unable to display image when connecting the scope. There was no patient involvement, no harm or user injury reported due to the event.

Event description:
Additionally, the customer reported that the problem was identified outside of the hospital, that the device is a loaner from olympus, and that there was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the complaint was confirmed and it was determined that the phenomenon occurred due to ex board failure of the connector part. The phenomenon was duplicated, the image was not displayed when a scope is connected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the water supply filter was partially clogged, leading to an e01 error message. Due to the clogged water filter, the water pressure was slightly lower than the standard. The user¿s complaint of the e16 error message was confirmed. Due to a faulty disinfectant pump, the disinfectant was not being dispersed. The disinfectant was corroded. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.